Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation the battery charger/modem was unable to detect inserted battery packs. The cause for the failure was isolated to contamination on the battery board. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the contaminated charger. The patient received a replacement battery charger/modem.

Event description:
A (B)(6) male patient's wife contacted zoll customer support to report that the patient's battery charger/modem was not recognizing the patient's battery packs. The patient was issued a replacement battery charger/modem.